Event description:
It was reported the patient presented for post-procedure. During interrogation, it was discovered the atrial leadless pacemaker (lp) was capturing the right ventricle. Chest x-ray confirmed the lp dislodged. The lp was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of inappropriate capture and post-op dislodgement could not be confirmed. The leadless pacemaker was returned for analysis. Visual inspection showed that the outer helix length was stretched out of specification consistent with the procedure. The inner helix length was normal within specifications. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, including output/capture verification, showed the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.